Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed 81 and 249 millimeters (mm) from the terminal pin. A total of three segments were returned. Visual analysis revealed insulation damage that went through all four layers of the insulation, through to the rate/sense conductor coil 60-67 millimeters from the terminal pin. The abraded region of the lead would have been located within the pocket area. Due to the location and type of damage, it was likely caused by lead-on-can contact coupled with movement and pressure. Surface abrasions were noted on the terminal boot area as well; one was in line with the abrasion (continuing lead-on-can) and one was adjacent to the abrasion (most likely lead-on-lead). Laboratory analysis confirmed the field allegation and that pacing therapy would have been compromised.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted to inappropriate anti-tachycardia pacing (atp). This rv lead was explanted and was successfully replaced. During the revision procedure, a lead insulation issue was seen and the physician believed it was due to lead-to-can issue. No additional adverse patient effects were reported.